Manufacturer narrative:
No sample received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A materials manager reported 21 cases of leaking valved trocars during surgeries. Procedures were completed with use of those cannulas. No harm confirmed. No further information is expected. This is one of two reports being filed for this facility. This report refers to one of the lots.